Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(b)(40. Investigation summary examination of the returned device confirms the reported trial damage. Damage to the femoral groove was found which is consistent with saw blades coming in contact with the device. The root cause is attributed to inadvertent user error. Based on the root cause of user error, corrective action is not indicated. Continue to monitor via (B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral trials are worn and damaged with pieces of plastic missing. The surgeon have complained and requested that the trials be replaced. No surgical delay.